Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deflation difficulties occurred. During a peripheral intervention case, a 6.00 x 200mm ranger drug coated balloon catheter was used in the leg. While the rangr was being inflated inside the patient, the balloon appeared twisted when attempting to deflate. Only two-thirds of the balloon deflated leaving one-third still inflated. The physician waited approximately three minutes for the balloon to deflate, which it did slowly. The balloon did not completely deflate and it was removed partially inflated. The procedure continued and the patient was fine. There were no patient complications. The patient's condition was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The tip, balloon and inner/outer shafts were microscopically and tactile inspected. The balloon was loosely folded with fluid in the balloon and inflation lumen. Inspection revealed the balloon material had witness marks located 19.5cm from the tip of the balloon. Functional testing for the deflation issues were conducted by attaching a lab supplied inflation device to the hub of the returned ranger device. Positive pressure was applied and the balloon inflated to rated burst pressure and the balloon inflated and deflated easily, and without issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The deflation difficulty associated with the device could not be confirmed because the clinical circumstances could not be replicated, however; the witness marks in the balloon material do confirm there was a twist in the balloon. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that deflation difficulties occurred. During a peripheral intervention case, a 6.00 x 200mm ranger drug coated balloon catheter was used in the leg. While the rangr was being inflated inside the patient, the balloon appeared twisted when attempting to deflate. Only two-thirds of the balloon deflated leaving one-third still inflated. The physician waited approximately three minutes for the balloon to deflate, which it did slowly. The balloon did not completely deflate and it was removed partially inflated. The procedure continued and the patient was fine. There were no patient complications. The patient's condition was stable. This product is only ous approved but is similar to an approved us device.